Event description:
Baxter field service engineer (fse) reported an air bubble in the venous line post air detector during treatment using the meridian device. Fse reported during treatment, the venous chamber was almost completely full of air. Fse relates that attending healthcare professional (hcp) responded to an arterial alarm situation, after which an air bubble flowed from the venous chamber through the air detector. Fse relates that the device alarmed and the venous line clamped, however, the attending hcp did not feel that the device had responded to the air bubble quickly enough. Fse relates that the air bubble was visible in the venous line and had not traveled past the venous clamp to the patient. According to the fse, the patient was removed from the device and placed on a different meridian device for completion of hemodialysis treatment. Fse relates that there was no patient injury or medical intervention as a result of this incident.